Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. Pauses were noted even though the ventricular sensitivity was increased.